Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead dislodged. It was noted that the lead dropped into the ventricle. Through device- ra lead sensing ventricular signal and when pacing aai showed ventricular capture. The lead was repositioned successfully the patient was in stable condition.